Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, and technical support attempted follow-up by phone and email without reaching caller and then closed case, with no additional information received regarding outcome of event.